Event description:
It was reported that the patient underwent an unknown back surgery due to an unknown reason. The patient underwent an ipg and linear leads explant procedure. The explanted ipg and leads were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15106502.